Event description:
A report received from sweden states that, after a change of the bag, leakage from the tube on the aggregate (set) occurred. A hole was noticed on the tube. Information regarding patient status was requested but none was provided.

Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.